Event description:
A customer observed the tubing of a continu-flo solution set to be melted. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed that the tubing of the sets was sealed by the packaging machine. The reported condition was verified. The cause of the condition is attributed to a manual loading issue. A 100% visual inspection is being performed during the packing process in order to detect such issues. In addition, proper awareness training has been provided to the appropriate personnel and the mechanism that detects tubing caught by the seal was installed. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.